Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to open wire on low voltage wire harness on therapy connector.

Event description:
The customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that therapy connector is damaged. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified damaged therapy connector. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that therapy connector is damaged. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.